Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure when the patient was in a sitting position, and the lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.